Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 300 mg/dl. Customer also reported that they received unexpected restart and a cold reset was performed alarm. Customer stated that the alarm was cleared successfully. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.